Manufacturer narrative:
(B)(4).

Event description:
Patient was reported to be experiencing vagus nerve dysfunction. Patient were noted to have been increasing in seizure intensity. Patient had vns stimulation disabled and saw improvements with patient mood, urine retention, and drooling. Exaggerated swallowing and hiccups were still being observed. Patient would also experienced moments of intense pain, tachycardia (noted to have reduced since vns stimulation disablement) and coughing. Patient is having aid provided to her to help aid her vagus nerve return to normal function (massaging, stretching, calming music and break from medical care). No additional relevant information has been received.